Event description:
It was reported that a spectrum pump screen was running but there were no drops in the chamber during patient infusion at the patient floor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found to deliver within specification and the customer reported issue 'pump screen says it was running, but there were not drops in the chamber' could not be reproduced during flow accuracy testing. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.